Manufacturer narrative:
Eval/analysis: symptom of hypotension during red cell transfusion using device appears related to small cohort of conditions, all of which cause vascular instability in pt prior to being tranfused. Such conditions, known to give rise to vascular instabiliy, may be nay one or several of following circunstances: hemodialysis, congestive heart failure, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme (ace) inhibitors, and rapid transfusion flow rates. In this specific as conditions identified: administration of medication known to give rise to vascular instability (ace inhibitor) (info was not proved concerning other variables). This condition, per se, does not result in precipitous hypotensive reaction. It appears that some variable in blood component transfused, as well as unidentified idiopathic factor in pt, must also be present. It is unclear as to whether when preceding conditions and/or practices exist in propr configurations, whether device also plays contributing role in reaction observed. Device has been used for multiple thousands of transfusions (in absence/and presence of above conditions), without incidence of hypotension reactions. Lot number was not identfied by user nor ws device retained. Accordingly eval of mfg and field histories could not be achieved. This category of reactions could be consistent with presence of short-lived biological modifier, no evidence of such modifier has been confirmed in these instances. The specific cause of this low frequency hypotensive reaction reamins unidentified. There were no sequlae noted from incident. Unless substantially significant info becomes available, this constitutes final report.

Event description:
It was reported that a pt being transfused through the device experienced hypotension, abdominal cramps and syncope. No pt sequelae was reported. This info was obtained from transfusion, volume 38, pages 410-411, april 1998.